Event description:
It was reported by the customer that a pyxis medstation es system multiple patients was not crossing over to the station. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple patients was not crossing over to the station due to network issue. A technical support specialist discovered that communication to server was temporarily interrupted due to underlying network outage. The system functioned as intended after the technical support service troubleshooted the device.